Manufacturer narrative:
Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with broken battery tube threads. Unit received with broken reservoir tube lip. Pump received with missing reservoir tube o-ring. Unit received missing endcap sticker. Test reservoir does not lock properly inside the reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump battery housing is broken. Customer's blood glucose was 66mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.